Event description:
The episode occurred during a routine neuro interventional procedure. Post insertion and during maneuvering, the guidewire was being torqued, whereupon it was noticed that the proximal ptfe coating was being removed. The wire lost its hydrophilic coating upon withdrawal through the rhv. The wire was removed and replaced with another, successfully completing the procedure. All portions of the sheared ptfe coating were successfully removed & accounted for, with no ill effect on the patient. The case was reported to have concluded without further complication, no specific injury resulted from the episode, and the patient is successfully recuperated without reported clinical sequelae.